Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events of high pacing impedance and inadequate capture were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the lead noted the inner coil at the connector region was over torqued and one filar was broken / separated which is consistent with procedural damage.

Event description:
New information received indicated that the right ventricular (rv) lead exhibited high capture threshold.